Event description:
At 7 months from primary surgery the surgeon revised all the shoulder components for glenoid baseplate loosening.

Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 1904749: 130 items manufactured and released on (B)(6) 2019. Expiration date: (B)(6) 2024. No anomalies found related to the problem. To date, 113 items of the same lot have been sold without any similar reported event.